Event description:
The pt reported that approx 1 month ago he noticed popping and static sounds with his cochlear implant. He swapped the external parts, but this did not solve the problem. Approx 6 days ago he was no longer able to hear with his device. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.